Manufacturer narrative:
B3: event date is not known. Section e: initial reporter/hcp information is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that a pipeline flex with shield device failed. No other event information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the lesion being treated was in the right ophthalmic segment of the vertebral artery there was minimal tortuosity, both microcatheter and the stent delivered without any issues. The patient is recovering from the procedure fine with no issues. No patient symptoms were reported. No actions were taken since the distal part of the stent didn¿t deploy which indicates to quality issues. Spare piepline has been implanted. Everything was done as per instructions for use (IFU). The issue was on the distal part of the stent that was used failed to deploy on the previous generation. The distal leaflets of the stent fails to deploy(open up).